Event description:
It was reported by service report that the scale display was difficult to read. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results code: scale assembly.